Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {non-implantable}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a 26 millimeter (mm) transcatheter aortic valve, it was observed that a right coronary artery occlusion occurred. Subsequently, the valve was explanted, and a 23 mm valve was implanted successfully. Per the physician, the patient's annulus measurement was on the borderline between a 23 and 26 mm valve, and the size of the 26 mm valve contributed to the occlusion.

Manufacturer narrative:
Updated data: b5. D. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: medtronic brand name: deliv sys d-evolutfx-2329; product ID: d-evolutfx-2329; serial/lot: (B)(6); UDI: (B)(4); manufactured date: 2026-01-27; use by date: 2028-01-27; implant date: n/a; FDA site ID: 9612164. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a 26 millimeter (mm) transcatheter aortic valve, it was observed that a right coronary artery occlusion occurred. Subsequently, the valve was explanted, and a 23 mm valve was implanted successfully. Per the physician, the patient's annulus measurement was on the borderline between a 23 and 26 mm valve, and the size of the 26 mm valve contributed to the occlusion. Additional information was received to clarify that the 26 mm transcatheter valve was deployed to 80%, then recaptured and removed f rom the patient when the occlusion occurred. The patient did not experience an averse events as a result. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the occlusion.